Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation. Explant date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-04888, related manufacturer reference number: 1627487-2020-04890. It was reported that the patient's ipg and leads were protruding from the patient's back. As a result, the patient's system was explanted on an estimated date of (B)(6) 2014.